Event description:
A customer reported that while priming, the patient line always overflowed. The patient and nurse wanted to know if it was safe to keep using it. This patient was always having the same issue since he started using this lot. There was no patient injury or medical intervention. The samples were not available for evaluation.

Manufacturer narrative:
(B)(4). No sample was available. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same as or similar to product distributed within the u.s.

Manufacturer narrative:
(B)(4). Additional follow up was received from the baxter sales representative on (B)(6) 2010. The peritoneal dialysis (pd) clinic referred to the baxter clinical consultant (cc) and the nurse. The clinical consultant (cc) and the patient reviewed the entire procedure to install the cycler and cassette. They found that the patient was setting up the cycler incorrectly. The customer was re-trained and the issue was resolved.

Event description:
It was reported to baxter (B)(4) that the reservoir of a half day infusor device contained a white particle after filling. The device had been filled with desferrioxamine when the particle was discovered inside the reservoir. No patient injury or medical intervention was reported. No additional information is available at this time.